Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of issues with their infusion set coming off. The customer states their levels had been as high as 600mg/dl. The customer states the tubing was short and could be the reason of it coming out. Troubleshoot for tape not sticking was conducted. The customer's blood glucose level was 183mg/dl. The customer was advised the set would be replaced.